Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited a brief drop in pacing impedances to low levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.